Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as anterior needle to cuff miss/detachment and posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the suture retrieval issue. It is likely the initial tab engagement was made with the anterior needle; however, anterior needle and cuff tab disengagement likely occurred during plunger retraction causing a break and deformation of the cuff tabs. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. After further review, cuff break and deformation is indicative of a cuff miss, but does not have the potential to cause/contribute to serious injury or death.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as anterior needle to cuff miss/detachment and posterior needle to cuff miss . Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of three prostyle devices were not present when the plunger was withdrawn. The suture of three new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. Per the device evaluation, an anterior cuff tab was broken. No additional information was provided.